Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels.

Manufacturer narrative:
The patient called back on (B)(6) 2024 and was unsure if the infusion device was delivering insulin inaccurately. She is ill with cancer and recently finished chemotherapy. In the morning on (B)(6) 2024, she accidentally switched to the basal rate profile 5 where no basal rate is programmed. In the previous days, she had increased the basal rate to 250% in which more insulin was delivered. The patient did not know why the insulin was less efficient. The patient called back on (B)(6) 2024 and is unwilling to return the infusion device. She wants to keep using it until her health insurance grants her a new one. Now, she has no issues with the infusion device and her radiotherapy has ended.